Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified right coronary artery (rca). The lesion was predilated. The 3.00x28mm taxus express 2 drug eluting stent was unable to cross the lesion and stent damage occurred. According to the customer, "struts caught up on calcium would not advance, struts damaged could not reuse. Maverick 2 pre-dilated and exact same stent crossed." Add'l info has been requested.